Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings:the complaint could not be confirmed or duplicated on investigation. The pump powered on normally and all keypad buttons responded appropriately to button presses. There was no physical damage to the keypad cover.